Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported infusion fluid was not administered, leading to a warning sound during vitrectomy surgery. The procedure was completed by replacing it with a new product, and no harm was caused to the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The investigation determined expired product was used. The customer did not follow the contraindications on the labeling indicating "use by." Product expiration dates are established to ensure the safety and efficacy of the product. Any use of product after its expiration date is not recommended and there is no guidance on usage of product that has exceeded their expiration dates. The contraindications are provided both in the operator's manual and directions for use. The customer did not follow the instructions provided within the operator's manual and directions for use. The product was used beyond the validated used as indicated by the expiry date on the tray label. After investigation of this complaint no corrective action is required at this time as the root cause is customer related. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).